Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. A field service engineer (fse) found that the pixie bus cable was digging into the back panel of the enhanced half-height cubie drawer. The fse replaced the back panel and verified the operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, there were issues with the cubie pockets and refrigerator. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.